Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. On (B)(6) 2017, the patient had essure (ess205) inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse") and migraine ("migraine"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain lower, menstrual disorder, dyspareunia and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, dyspareunia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils placed fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), breech presentation ("baby was breech") and pregnancy with contraceptive device ("unintended pregnancy") in a 32-year-old female patient (gravida 7, para 4) who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2007,), gravida ((B)(6) 2002 and (B)(6) 2007) and miscarriage (1994 and 1996). She had no history of suffering from migraines prior to undergoing the implantation of essure. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, 6 years 6 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse") and migraine ("migraine"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy to remove essure device) and surgery (c-section). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breech presentation, pregnancy with contraceptive device, abdominal pain lower, menstrual disorder, dyspareunia and migraine outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, breech presentation, dyspareunia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: on (B)(6) 2007: at the conclusion of placement, 3 coils were noted in the right and 3 coils were noted on the left trailing. Diagnostic results (normal ranges are provided in parenthesis if available): foetal heart rate - on an unknown date: 139. Hysterosalpingogram - in (B)(6) 2007: coils placed fallopian tubes were occluded. Pregnancy test urine - in (B)(6) 2014: pregnancy confirmed. Ultrasound scan - in (B)(6) 2014: pregnancy confirmned . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), breech presentation ("baby was breech") and pregnancy with contraceptive device ("unintended pregnancy") in a 32-year-old female patient (gravida 7, para 4) who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2007,), delivery ((B)(6) 2002 and (B)(6) 2007) and miscarriage (1994 and 1996). She had no history of suffering from migraines prior to undergoing the implantation of essure. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, 6 years 6 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse") and migraine ("migraine"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy to remove essure device) and surgery (c-section). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breech presentation, pregnancy with contraceptive device, abdominal pain lower, menstrual disorder, dyspareunia and migraine outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, breech presentation, dyspareunia, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: on (B)(6) 2007: at the conclusion of placement, 3 coils were noted in the right and 3 coils were noted on the left trailing. Diagnostic results (normal ranges are provided in parenthesis if available): foetal heart rate - on an unknown date: 139. Hysterosalpingogram - in (B)(6) 2007: coils placed fallopian tubes were occluded. Pregnancy test urine - in (B)(6) 2014: pregnancy confirmed. Ultrasound scan - in (B)(6) 2014: pregnancy confirmed. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication female sterilization and removal date was added. Event added: breech. Essure start date updated. Delivery details and pregnancy outcome was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.